Event description:
The family member called regarding a battery alarm that occurred. Troubleshooting was done and it was indicated that the pump does not need to be returned. In addition, the contact stated that the customer was hospitalized for lbgs. The family member stated that they will call back to give details of the event. No further details.